Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in cardiac arrest and during ventricular fibrillation (vf)/ventricular tachycardia (vt) undersensing on both right atrial (ra) and right ventricular (rv) leads. The patient later expired the same day.

Manufacturer narrative:
Correction: h6 annex e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that patient had a ten minute downtime without cardiopulmonary resuscitation prior to the arrival of emergency medical services (ems). Upon the arrival of ems, the patient was noted to be pulseless and received multiple external shocks from ems personnel. Subsequently, the patient experienced a total downtime of thirty to forty minutes prior to arriving at the emergency department (ed). On arrival to the ed, the patient was in pulseless electrical activity (pea) after the return of spontaneous circulation and rearrested in an episode of ventricular tachycardia (vt). The patient received multiple antiarrhythmic and vasopressor medications. Additionally, the patient was given multiple ventilation changes to counteract a combination of metabolic and respiratory acidosis. Eventually, the patient was transferred to the cardiac intensive care unit in critical condition. The patient later expired the same day.